Event description:
A nurse reported a siderail not latching on the versacare bed. No injuries were reported.

Manufacturer narrative:
A siderail spring kit was sent and will be installed by the customer to solve the issue with the siderail not latching.